Event description:
The hcp reported that "numerous tests" were done that made them suspect that the pump had stalled. It was removed and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.